Event description:
On (B)(6) 2021 dr (B)(6) performed a trial implant device surgery on me. Dr (B)(6) and his office did not disclose the restrictions on future physical activity after a the permanent device was to be installed. Dr (B)(6) recommended the medtronic interstim bladder nerve stimulator implant device and said there was no reason not to get the surgery if this trial implant surgery was successful. Nowhere in any of the written disclosures was there anything about lifestyle restrictions with the permanent device which was to be installed on a later date after the trial device was removed. This trial device required a wire be run underneath my skin and connected to internal nerves in my groin area. On the exterior, the wire was connected to a battery back that had to be worn on my waist. This was installed for 6 days. I had several office visits and a lab visit related to the trial device. I also took leave from work and endured pain/suffering during the surgery. In addition, there was mild pain/ discomfort, restrictions on activity during the trial and insurance co-payments to be made. The trial was successful and (B)(6) specialists scheduled me for the permanent device without providing any additional patient disclosures regarding possible permanent lifestyle changes. I, along with many millions of others, share a passion for open water scuba diving. I decided to ask if this would restrict my life-long, popular hobby. I was told yes, there are restrictions since you can only dive in shallow water. The scheduler made a comment that I should have asked before my trial surgery. I immediately cancelled my permanent implant device surgery. I later talked to the (B)(6) and it was acknowledged that a restriction on scuba diving was not disclosed. It was also clear they felt they did nothing wrong. I would not have elected to have the trial surgery performed had I been informed of my restrictions on scuba diving and feel this is medical malpractice. I do not want to see other patients suffer unnecessarily and a medical malpractice attorney suggested I file this complaint. On (B)(6) 2021 I met with another urologist who advertises he does more of these surgeries than anyone else in the state. I told him about my experience and he said he was completely unaware of the diving restriction! Obviously, medtronic (a mega corporation), is not teaching their surgeons and therefore their patients are not getting informed of the life long restrictions with their devices. I have also filed complaints with the (B)(6) board of medical examiners and my insurance provider. FDA safety report ID# (B)(4).